Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. No definitive root cause could be determined, however, use error or extended use are suspected. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodialysis catheter implant procedure, the catheter was leaking air.